Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a battery alarm. There was no patient involvement at the time of the event. The service engineer (se) inspected the device. The se found a diagnostic code relevant to the alleged issue recorded in the memory logs but was unable to duplicate the reported issue. As a precaution the se replaced the compressor power control, printed circuit board (pcb) and performed extended self-testing on the device and all tests passed.